Event description:
It was reported that the customer experienced a blood glucose (bg) level of 26 mg/dl, and a fall resulting in bruising. Reportedly, the customer inadvertently entered the bg level into the carbohydrates field in the bolus delivery menu. The customer was transported via ambulance the emergency room and was subsequently hospitalized. Bg was treated via an unspecified treatment via emergency medical technicians while customer was transported to the ER. Once hospitalized, bg was treated with intravenous insulin and saline. Reportedly, the customer was released on 02/23/22 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
Per the tandem user guide - do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.